Event description:
It was reported when the catheter is to be removed due to stoppage discovering that it has tied a knot. Piccline placed in right basilica vein. The catheter has to be removed because it is stop in it. It is very hard to get it out. The catheter has tied a knot. Additional information received 12 february 2024: there has been no patient impact. Malfunction did not caused needle stick injury to healthcare worker or patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted catheter is confirmed and was determined to be use related. Four photographs of a 4 fr single lumen powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed a knot in the catheter tubing near the 13 cm depth marker. Evidence of kinking was observed in the catheter tubing about 2 cm distal and proximal to the observed knot. Use residue was observed throughout the sample in the returned photographs. The knot in the catheter tubing of the sample in the returned photographs was likely caused by repeated advancement and retraction of the catheter against resistance within the vessel. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported when the catheter is to be removed due to stoppage discovering that it has tied a knot. Piccline placed in right basilica vein. The catheter has to be removed because it is stop in it. It is very hard to get it out. The catheter has tied a knot. Additional information received 12 february 2024: there has been no patient impact. Malfunction did not caused needle stick injury to healthcare worker or patient.